Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device trigger moving parts did not move smoothly. It was reported in the service order that the device was not working. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. The device failed the following inspection criteria according to the pre-repair: check quick coupling for saw blades check for sticky trigger check function of device. During the assessment of the device, it was found that the turn knob of the device was loose. Due to the loose knob, the saw blade could not be secured and other test steps failed. Furthermore, it was found that the trigger was not moving smoothly. The assignable root cause of the loose turn knob was determined to be traced to device design, which has been escalated to CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to improper maintenance. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.